Event description:
It was reported that one day post implant, the ventricular lead exhibited greater than 2500 ohms impedance, greater than 5 v capture threhold and r-waves were from 3.7-3.9 mv. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.